Event description:
It was reported that the patient had non-healing lesions around the area of the burrhole covers in his skull. No signs of infection were noted at the sites and no drainage was noted intraoperative. Cultures were still taken and sent intraoperative. The patient required scalp excision of the lesions in (B)(6) 2014. He was alive with no injury after the excision was performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v280352, implanted: 2009-(B)(6), product type: lead. Product ID: 3389s-40, lot# v248458, implanted: 2009-(B)(6), product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that since (B)(6), the patient's skin was raised at the burrhole site with blood under the skin. The site was treated by a neurosurgeon since april and did not heal. No infection or erosion was noted at the site. The patient thus had another scalp revision on (B)(6) 2015. The burrhole caps of both stimlocs were removed and the tissue under the scalp incisions was healthy. The leads were left in place and debridement was performed.

Event description:
Additional information received reported the patient¿s healthcare professional (hcp) was monitoring the patient. The manufacturing representative had not heard anything from the hcp so they believed the patient was healed and doing well. The cause of the lesion was not known. The site of the lesion was clean and free of infection.

Event description:
Additional information received from a company representative reported there were non-healing scalp lesions from previous wound debridement in (B)(6) 2015. In (B)(6), cultures were obtained intra-operatively and were negative. At (B)(6) wound debridement, burr hole caps were removed by the doctor to help with wound healing. The patient was seen in (B)(6) and ointment was given to the patient and the scalp incisions were cleaned and cauterized. The patient continued to be followed by the wound center and the doctor. On the day of report, another wound debridement was done for two scalp lesions. A larger incision was made on the scalp to help with healing and prevent formation of granulomas. Cultures were also obtained. Prior to surgery, the doctor consulted with dermatology and plastic surgery. The doctor was instructed to not put another foreign body under the scalp to prevent new lesions from forming. Granulomas were cleaned out by the doctor on the day of report. No signs or symptoms of infection were noted on the lesions or intra-operatively after scalp was opened. The issue was resolved at the time of report.

Event description:
Additional information received from patient reported that the healthcare provider (hcp) ended up having to take the caps off of the top of his head because they were not healing well. The hcp tried to fix them but was unsuccessful. It was indicated that patient had three surgeries within a year due to this issue.